Event description:
It was reported that while using the surgical fiber during a prostate procedure, the broke / was damaged at the tip. Time expended: 22 minutes. The procedure was completed using a second surgical fiber. Patient outcome: "no damages to the patient" - there was no injury reported.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the glass cap within the metal cap is detached and returned; the fiber shows a circumferential fracture proximal to fiber/cap fusion zone at the uv glue zone; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char; the glass cap is protruding from the metal cap; the outer flow tubing open end is damaged. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.